Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Inconclusive, based off the medical records, the pt underwent laparoscopic exploration with removal of the composix kugel hernia patch related to the recurrent hernia, lysis of adhesions, laparoscopic repair of incisional hernia, and implant of a verntralight mesh. With the available info it is unclear if the composix kugel hernia patch may have caused or contributed to the reported event. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. At this time no conclusions can be made. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2006 - the pt was implanted with a bard composix kugel hernia patch to repair an epigastric ventral hernia. On (B)(6) 2008 - the pt underwent a gastric bypass surgery during which the composix kugel hernia patch was noted to be adhered to the transverse colon. The mesh was dissected free and no injury was noted to the bowel or the mesh. On (B)(6) 2013 - the pt re-presented with recurrent incisional hernias, confirmed on imaging, as well as adhesions. The pt underwent laparoscopic exploration with removal of the composix kugel hernia patch, lysis of adhesions, laparoscopic repair of incisional hernia, and implant of a verntralight mesh.